Event description:
Medtronic received information that this mechanical valve was implanted without complication. After removing the patient from bypass, the surgeon questioned appropriate leaflet opening. The patient was re-opened and the valve was rotated. The patient was then removed from bypass and transferred to the ICU. The patient subsequently coded 5 hours post op. The patient was brought back to the or while being given manual chest compressions. The valve was subsequently explanted, and a bi-leaflet valve was implanted. The patient remains in the hospital and is reportedly doing well, with no neurological deficits being noted. The surgeon expressed that he is not dissatisfied with the product.

Manufacturer narrative:
Analysis: review of the device history record shows that the valve met manufacturing specifications when released for distribution. Analysis of the retruned valve is currently underway. A follow up report will be submitted upon completion of the analysis. Conclusion: no definitive conclusions can be drawn at this time, as the analysis of the returned product has not been completed. The pt's condition is reportedly stable.